Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). ¿b5: describe event or problem ¿ additional information. ¿d9: device returned to MFR - additional information. ¿d9: date device returned - additional information. ¿h2 type of follow up: additional information. ¿h3: device evaluated by mfg- additional information. ¿h6: additional information.

Event description:
It was reported that a signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.